Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least six (06) units of access sets were unable to connect. The issue was described as, "the end was not able to thread and stuck in-place, making it unusable and wasting medications". There was no report of patient injury or medical intervention associated with this event. No additional information is available.